Manufacturer narrative:
Intuvie received a report from mckesson indicating that the infusion pump was infusing at a rate greater than programmed. The pump was returned to mckesson for evaluation. During testing, it was reported: ¿unit was run overnight at a rate of 5 ml/hr for 80 ml with a result of 80.188 ml, within 0.1% of the expected value. Standard 200 ml/hr for 10 ml.¿ the reported failure mode could not be reproduced during evaluation. A review of the device¿s serial number history did not identify any similar complaints. Therefore, the reported failure mode could not be confirmed, and the probable cause remains undetermined. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from mckesson indicating that the infusion pump was infusing at a rate greater than programmed. The pump was returned to mckesson for evaluation. During testing, it was reported: ¿unit was run overnight at a rate of 5 ml/hr for 80 ml with a result of 80.188 ml, within 0.1% of the expected value. Standard 200 ml/hr for 10 ml.¿ the reported failure mode could not be reproduced during evaluation. A review of the device¿s serial number history did not identify any similar complaints. Therefore, the reported failure mode could not be confirmed, and the probable cause remains undetermined. No patient involvement was reported.